Event description:
Initial co2 result 40 mmol/l. Same sample repeated twice gave result of 22 mmol/l each time. Initial result was not reported. The field service representative determined there was a problem with a valve on the instrument. The instrument was repaired.